Event description:
An ophthalmic surgeon reported that aseptic endophthalmitis of the left eye was confirmed on a patient following an intraocular lens implant procedure. The event was treated with anti-inflammatory medications. The patient is reported to be recovering. Additional information has been requested. A product sample is not available because it still remains implanted in the patient's eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated that postoperatively the surgeon observed keratic precipitates and anterior chamber cells. Following medical treatment, the patient recovered with no exacerbation of symptoms after improvement. Bacteriological testing was not performed.

Manufacturer narrative:
Additional information provided. The product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge, with an unknown handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The customer indicated the use of balanced salt solution (bss) plus. No sample or lot code was provided by the customer; therefore, lot specific evaluation cannot be completed. A review of similar nature complaints was conducted and it indicated that there have been 14 complaints associated with endophthalmitis for other lots of bss plus (glass) in for the period queried. The manufacturing investigation has not identified a root cause to date. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reports country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the countries market and multifocal lenses as a potential differentiator. Based on the reported complaints, voluntary market hold and issuance of the market caution letter has been instituted against the impacted product within the identified market. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. The manufacturer internal reference number is: 2015-22185.